Event description:
It was reported that the systems interconnect cable was causing it to shut down. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable.